Manufacturer narrative:
(B)(4). (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that a perforation was located in the proximal left anterior descending artery (lad). The 3.5 x 12 mm graftmaster stent was implanted successfully, however it failed to completely seal the perforation. The 3.0 x 12 mm graftmaster stent was then implanted overlapping; however the perforation was still not completely sealed. Additional ballooning was performed to completely seal the perforation. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.